Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The lesion was located in the tortuous, calcified distal right coronary artery (rca). A 6fr guide was used and a 2.75x16mm taxus was successfully placed in the rca. The physician continued the procedure by attempting to place a taxus express2 2.5x12mm drug eluting stent by going through the 2.75x16mm stent but the stent got stuck on the calcium. While trying to withdraw the 2.5x12mm stent, it dislodged. The physician was able to retrieve the stent with a micro snare. No patient complications occurred. Patient status is satisfactory.